Event description:
Lilly case ID: (B)(4) this solicited case, reported by a consumer who contacted the company to request information about a discount program via a patient support program (psp), concerns a male patient of unknown age and ethnicity. The patients medical history and concomitant medications were not provided. The patient received insulin lispro (humalog) cartridge, unknown dose, frequency, route of administration, indication for use, and start date. On (B)(6) 2017, unknown time after starting insulin lispro therapy via a humapen luxura dose (hd) device, the patient experienced increased blood glucose even applying insulin lispro, however, the patients mother kept applying insulin on him. On (B)(6) 2017, the patients glycemia reached 490 mg/dl (normal range was not provided) and, due to that, the patient was hospitalized on the same day. It was reported that patient remained in the hospital for some hours receiving saline solution in order to hydrate and undergoing laboratorial tests. The urine test showed him urine was full of glucose (as reported), the result of urine glucose was 10 (unit not provided; normal range: 0.3). The patient was discharged on the same day, (B)(6) 2017. According to reporter, on (B)(6) 2017, the patient replaced the cartridge of insulin lispro by a new one and primed the pen with a dose of 4 iu. Then, when she pressed the injection button a lot of insulin was released, around 20 iu so, she believed that all these units were the previous doses that were retained inside the pen and, therefore, the patient did not receive the previous doses which explained the high glycemia (lot number 1210g01/product complaint number (B)(4)). On (B)(6) 2017, the patient recovered from high glycemia but the outcome for remaining events were not provided. No further details regarding corrective treatments and the status of insulin lispro therapy were provided. It was unknown who operated the device, and if the operator was trained. This device model was used for an unknown time period and the reported device has been used for one year and a half. The suspect device with pc (B)(4), was manufactured in oct2012, and was returned to the manufacturer on 08nov2017. Upon investigation, it was noted that the device worked properly. The initial consumer reporter did not relate the blood glucose increased to insulin lispro therapy, this event was related to humapen luxura hd device. No further relatedness assessment was provided. This case is cross-referenced with the following cases: (B)(4). Update 26sep2017: additional information was received on 22sep2017 from the initial reporting consumer. Updated the case from spontaneous to solicited; added psp as intermediary reporter; added insulin lispro as suspect drug; added device age; added start date of blood glucose increased; added glycemia at 490 mg/dl as laboratorial examination; added start date of hospitalization; added that patient remained in the hospital for some hours and received saline solution to hydrate; added glucose in urine as lab test and also as non-serious adverse event; added discharge date; added a better description regarding the drug dose omission event; added product complaint number in narrative; updated the outcome for blood glucose increased from unknown to recovered; updated assessment of relatedness. Updated narrative and corresponding fields accordingly. Update 03oct2017: updated medwatch and european and (B)(6) fields for expedited device reporting. No new information added. Update 31oct2017: additional information received on 30oct2017 from the global product complaint database. Recoded humapen luxura half-dose pen with model number from ms9673a to humapen luxura hd pen with model number ms9673. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6) device information and device return status to not returned to manufacturer. Added date of manufacturer for pc (B)(4) associated with lot 1210g012 of a humapen luxura hd device. Corresponding fields and narrative updated accordingly. Edit 19dec2017: upon internal review, narrative was updated (her was replaced by him, since the patient is male). Update 21dec2017: additional information received on 20dec2017 from the global product complaint database. Entered updated device specific safety summary (dsss). Updated the medwatch /european and (B)(6) device information, malfunction from unknown to no, and device return status to returned to manufacturer. Added date returned to manufacturer and unique identifier number (UDI) for pc (B)(4) associated with lot 1210g01 of a humapen luxura hd pen. Corresponding fields and narrative updated accordingly. Edit 09jan2018: case unlocked in error. No new information added.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 21dec2017. No further follow-up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting. Evaluation summary: the mother of a male patient reported that her son's humapen luxura hd device did not inject the dialed dose. Later, the mother changed the cartridge of humalog in the device and dialed to 4 units. When pressing the button, she said that it released too much insulin (20 units of insulin, more or less). She believes that all those units were retained in the device from previous days and had not been injected. The patient experienced increased blood glucose. Investigation of the returned device (batch 1210g01, manufactured october 2012) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. A complaint history review for the batch did not identify any atypical findings with regard to device not working or dose accuracy. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use and storage.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 31oct2017. No further follow-up is planned. Evaluation summary: the mother of a male patient reported that her son's humapen luxura hd device did not inject the dialed dose. Later, the mother changed the cartridge of humalog in the device and dialed to 4 units. When pressing the button, she said that it released too much insulin (20 units of insulin, more or less). She believes that all those units were retained in the device from previous days and had not been injected. The patient experienced increased blood glucose. The device was not returned for investigation (batch 1210g01, manufactured october 2012). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to device not working or dose accuracy. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use and storage.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer who contacted the company to request information about a discount program via a patient support program (psp), concerns a male patient of unknown age and ethnicity. The patients medical history and concomitant medications were not provided. The patient received insulin lispro (humalog) cartridge, unknown dose, frequency, route of administration, indication for use, and start date. On (B)(6) 2017, unknown time after starting insulin lispro therapy via a humapen luxura dose (hd) device, the patient experienced increased blood glucose even applying insulin lispro, however, the patients mother kept applying insulin on him. On (B)(6) 2017, the patients glycemia reached 490 mg/dl (normal range was not provided) and, due to that, the patient was hospitalized on the same day. It was reported that patient remained in the hospital for some hours receiving saline solution in order to hydrate and undergoing laboratorial tests. The urine test showed her urine was full of glucose (as reported), the result of urine glucose was 10 (unit not provided; normal range: 0.3). The patient was discharged on the same day, (B)(6) 2017. According to reporter, on (B)(6) 2017, the patient replaced the cartridge of insulin lispro by a new one and primed the pen with a dose of 4 iu. Then, when she pressed the injection button a lot of insulin was released, around 20 iu so, she believed that all these units were the previous doses that were retained inside the pen and, therefore, the patient did not receive the previous doses which explained the high glycemia (lot number 1210g01/product complaint number (B)(4)). On (B)(6) 2017, the patient recovered from high glycemia but the outcome for remaining events were not provided. No further details regarding corrective treatments and the status of insulin lispro therapy were provided. It was unknown who operated the device, and if the operator was trained. This device model was used for an unknown time period and the reported device has been used for one year and a half. Status of use for the reported device was unknown. The suspect device with pc (B)(4), was manufactured in oct212, and was not returned to the manufacturer. The initial consumer reporter did not relate the blood glucose increased to insulin lispro therapy, this event was related to humapen luxura hd device. No further relatedness assessment was provided. This case is cross-referenced with the following cases: (B)(4). Update 26sep2017: additional information was received on 22sep2017 from the initial reporting consumer. Updated the case from spontaneous to solicited; added psp as intermediary reporter; added insulin lispro as suspect drug; added device age; added start date of blood glucose increased; added glycemia at 490 mg/dl as laboratorial examination; added start date of hospitalization; added that patient remained in the hospital for some hours and received saline solution to hydrate; added glucose in urine as lab test and also as non-serious adverse event; added discharge date; added a better description regarding the drug dose omission event; added product complaint number in narrative; updated the outcome for blood glucose increased from unknown to recovered; updated assessment of relatedness. Updated narrative and corresponding fields accordingly. Update 03oct2017: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added. Update 31oct2017: additional information received on 30oct2017 from the global product complaint database. Recoded humapen luxura half-dose pen with model number from ms9673a to humapen luxura hd pen with model number ms9673. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6) (EU/(B)(6)) device information and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4) associated with lot 1210g012 of a humapen luxura hd device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer who contacted the company to request information about a discount program via a patient support program (psp), concerns a male patient of unknown age and ethnicity. The patients medical history and concomitant medications were not provided. The patient received insulin lispro (humalo) cartridge, unknown dose, frequency, route of administration, indication for use and start date. On (B)(6) 2017, unknown time after starting insulin lispro therapy via a humapen luxura hd device (lot 1210g01), the patient experienced increased blood glucose even applying insulin lispro, however, the patients mother kept applying insulin on him. On (B)(6) 2017, the patients glycemia reached 490 mg/dl (normal range was not provided) and, due to that, the patient was hospitalized on the same day. It was reported that patient remained in the hospital for some hours receiving saline solution in order to hydrate and undergoing laboratorial tests. The urine test showed her urine was full of glucose (as reported), the result of urine glucose was 10 (unit not provided; normal range: 0.3). The patient was discharged on the same day, (B)(6) 2017. According to reporter, on (B)(6) 2017, the patient replaced the cartridge of insulin lispro by a new one and primed the pen with a dose of 4 iu. Then, when she pressed the injection button a lot of insulin was released, around 20 iu so, she believed that all these units were the previous doses that were retained inside the pen and, therefore, the patient did not receive the previous doses what explain the high glycemia. The humapen luxura hd (lot number 1210g01) was associated with (B)(4). On (B)(6) 2017, the patient recovered from high glycemia but the outcome for remaining events was no provided. No further details regarding corrective treatments and the status of insulin lispro therapy were provided. It was unknown who operated the device, and if the operator was trained. This device model was used for an unknown time period and the reported device has been used for one year and a half. Status of use for the reported device was unknown. It was also unknown if the return of the device could be expected. The initial consumer reporter did not relate the blood glucose increased to insulin lispro therapy, this event was related to humapen luxura hd device. No further relatedness assessment was provided. This case is cross-referenced with the following cases: (B)(4). Update 26sep2017: additional information was received on 22sep2017 from the initial reporting consumer. Updated the case from spontaneous to solicited; added psp as intermediary reporter; added insulin lispro as suspect drug; added device age; added start date of blood glucose increased; added glycemia at 490 mg/dl as laboratorial examination; added start date of hospitalization; added that patient remained in the hospital for some hours and received saline solution to hydrate; added glucose in urine as lab test and also as non-serious adverse event; added discharge date; added a better description regarding the drug dose omission event; added product complaint number in narrative; updated the outcome for blood glucose increased from unknown to recovered; updated assessment of relatedness. Updated narrative and corresponding fields accordingly. Update 03oct2017: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.